Event description:
Event description guidant received information that the patient with this implantable cardioverter defibrillator (ICD) is concerned there is a problem with his device. It was checked approximately 6 weeks ago, and the local guidant representative stated there was something wrong, however his physician has not said anything. A lot of testing was done, and an x-ray was taken. Additional information was recieved the lead was explanted for high impedance.